Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and on the balloon, which is consistent with use, including a guide wire being loaded into the lumen. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. Although the reported bend in the shaft was not confirmed, there were four kinks noted in the hypotube. Additionally, the hypotube and jacket material were separated. The fracture faces were ovaled as if kinked prior to separating and the jacket material at the separation was stretched and jagged. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. Since no damage was noted during product inspection prior to use, it is likely that the hypotube became kinked during the attempt to cross the calcified lesion. Then, the hypotube may have become separated from further handling of the sds as it was packaged for shipment back to abbott vascular for analysis, however, this has not been confirmed. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as severely calcified, which likely contributed to the failure to cross. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, the failure to cross and kinks appear to be related to operational context, however, a definitive cause of the hypotube separation cannot be determined. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances.

Event description:
Device issue: proximal shaft separation. Time of device issue: unknown. Adverse event: none. It was reported that after pre-dilatation with a 2.5 x 12 mm balloon a few times, the 2.5 x 12 mm promus stent delivery system (sds) was introduced. However, the sds would not cross due to severe calcification. When another attempt was made to cross lesion, the shaft bent. There were no patient effects reported. During return device analysis, a proximal shaft separation was observed. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.